Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(4) registry report was submitted to the MFR indicating that the device was causing the pt to have hemolysis with extremely high lactate dehydrogenase (ldh) values of 2188 and 2300. The pt also had high hemoglobin plasma levels of 77.6 to 85.1. Add'l info was submitted to the MFR indicating that the pt had a pump exchange.

Manufacturer narrative:
The user facility report (B)(4) was received from the (B)(4) registry. The pump was returned to the MFR assembled with the percutaneous lead cut approx 3" from the pump housing; the severed portion of the lead was not returned. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump outlet port. The proximal and distal ends of the pump stators revealed no evidence of adhered depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. The pump was cleaned, reassembled, and functionally tested under various loaded conditions using a mock circulatory loop and was found to operate as intended. A review of the device history records showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.